Event description:
The customer contacted siemens to report that an operator of an atellica im 1300 analyzer received a cut on the hand while clearing a reaction cuvette jam. The operator went through an exposure control plan through the medical center. The operator reportedly was wearing appropriate personal protective equipment (ppe). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer contacted siemens to report that an operator of an atellica im 1300 analyzer received a cut on the hand while clearing a reaction cuvette jam. The reaction cuvettes jammed in the vertical drop chute. The operator's hand slipped off the cuvettes and hit the underside of the instrument. The top of her hand hit a metal piece inside the system causing a laceration to occur. The operator reports the cut was bleeding and is now wearing a bandage on the top of her hand. The operator did go through an exposure control plan through the medical center. The operator did not need to get stitches. The cause of the reaction cuvette jam is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.